Event description:
It was reported that the patient presented to the emergency room after they received inappropriate therapy. The right ventricular (rv) lead exhibited noise, high pacing impedance, high threshold with possible loss of capture, and a high number of short interval counts (sic). A lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).